Event description:
It was reported that the bd micro-fine¿ insulin syringe needle experienced molding defects with no sharp protrusions. The following information was provided by the initial reporter: one of a pharmacy workers stated their customer uses bd microfine 0.3 ml syringe for her work, and now she can't get the syringe into the vials for dysport (a botox drug), which she used to be able to do, and the customer wants to know if we have changed the dimension on the plastic syringe part at the cannula end.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ insulin syringe needle experienced molding defects with no sharp protrusions. The following information was provided by the initial reporter: one of a pharmacy workers stated their customer uses bd microfine 0.3 ml syringe for her work, and now she can't get the syringe into the vials for dysport (a botox drug), which she used to be able to do, and the customer wants to know if we have changed the dimension on the plastic syringe part at the cannula end.